Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for dystonia. The hcp reported that the patient was in the ER, with a return of dystonia symptoms including contractions. The hcp reported that the patient's ins was charged up, but the patient only had their recharger with them and not their patient programmer. The patient reported that their stimulation had been off for about 2 hours. The hcp reported that they were successfully able to turn the stimulation back on by accessing the antenna locate screen. No further patient complications have been reported as a result of this event.